Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time. The patient reportedly manages his diabetes with 30-40 units of lantus insulin and did not make any changes to his usual diabetes management routine in response to the alleged issue. Approximately 3 days after the alleged issue, the patient claimed he developed symptoms of 'blurred vision' but denied receiving any medical treatment. The patient stated that approximately 3-4 weeks after the alleged issue, he increased his exercise/activity level. At the time of troubleshooting, the patient confirmed that the correct test strips were used and that the battery needed to be replaced per the meter's specifications; however, the patient did not have a battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.